Event description:
It was reported that the filled drug was found to be lying inside the casing, outside of the bladder of a five day multirate infusor. This occurred during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: july 19, 2013 - july 22, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.